Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the camera head; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the handheld camera head had a plastic piece broke off. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the sterile processing manager and obtained the following additional information: the customer clarified that the piece was broken off from the proximal end of the camera that does not enter the patient. The issue was identified prior to starting the procedure pre-anesthesia. The customer confirmed that the instrument was inspected prior to use and there was a piece of plastic broken off the distal end of the camera. No images or patient demographics available.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the handheld camera for failure analysis investigation. The instrument was analyzed and found to have a broken cable connector. The ic housing was found to have 2 out of 4 legs broken off, causing the light guided adapter to become detached but was returned with the camera. The light guide adapter was also found broken. As a result of the damage, the qa (quality assurance procedure) was unable to be performed and failed during setup. A review of logs showed qty 2 of 48221 communications error. Additional observations not reported by site: the camera cable was found to have cosmetic damage. The laser marking the housing was found to be partially removed from one side. The camera cable was found to have delamination on the distal bend protection.

Event description:
Refer to h11 for follow-up information.